Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, and malposition

Event description:
Patient reported left side "implants were displaced or twisted, had leaks, and capsular fibrosis". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: h6. Device evaluation: device photograph(s) for the device related to the reported event of rupture, malposition and capsular contracture was reviewed on january 23, 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. Malposition: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "implants were displaced or twisted, had leaks, and capsular fibrosis". Device has been explanted.

Event description:
Company representative reported on behalf of patient, "my breast implants from the manufacturer allergan have been removed." Patient later reported "displaced or twisted", and "had leaks including capsular fibrosis." Physician later reported rupture and capsular contracture, baker grade iii. Record is for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, d.1, d.2a, d.2b, d.4, d.6a, d.6b, g.4, h.4, h.6.